Event description:
It was reported that the patient presented to the clinic in atrial flutter, however the diagnostics were not showing atrial high rate (ahr) episodes or the atrial arrhythmia trend. It was noted that under-reporting of ahrs can occur when there is a collection delay of 30 seconds and the post-mode switch overdrive pacing is programmed on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).